Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer had low blood glucose level. The customer's blood glucose was 19 mg/dl. The customer's blood glucose last night was 25 mg/dl and treated it with orange juice. The customer's blood glucose yesterday morning was 37 mg/dl and month ago it was 60 mg/dl. The customer declined troubleshooting on insulin pump for low blood glucose. The customer was unconscious. The customer was neither hospitalized nor admitted for low blood glucose. The insulin pump will not be returned for analysis.